Manufacturer narrative:
An event of functional issue with leaflet/s was reported. It was reported that the patient was recommended to receive a valve replacement. A more comprehensive assessment, including hydrodynamic testing and histopathological examination of the valve could not be performed as the device remains implanted and was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 1997, a 19mm sjm standard mechanical heart valve was implanted during an aortic valve replacement. On (B)(6) 2023, a transthoracic echocardiogram (tte) was performed, which showed that there was a functional issue with one or two of the leaflets. The patient was recommended to receive a valve replacement. The patient was scheduled for a computed tomography angiogram (cta) to assess the need for a valve replacement. The patient status was stable.